Event description:
Information received indicates, the foot end brake casters are not holding in brake.

Manufacturer narrative:
The technician found a broken rocker arm on the brake linkage. The technician replaced the brake/steer linkage to repair the stretcher.